Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 328mg/dl, the customer was treated with an insulin drip. The customer experienced weakness, shaky and was not aware. It was mentioned that the customer had different readings on her glucometer. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.